Event description:
It was reported that a patient underwent an anterior fusion at c5-c6 on (B)(6) 2013. Per op notes, the patient was prepped and draped in the routine manner in the supine position. The incision was made and c5-c6 disc was identified on x-ray, it was incised and removed. Interbody spreaders were used to open it up. The disc was completely removed. The posterior longitudinal ligament and spondylitic spurring was resected until the dura was well decompressed. The endplates were prepared with a high-speed drill. A 5mm containment cage with bone putty was inserted and countersunk. A 25mm medtronic plate was bent to appropriate shape and secured with 4 self-drilling screws. The wound was thoroughly irrigated. The construct seemed to be in excellent position and hemostatis complete. The wound was closed in layers, blood loss was minimal, the patient condition was stable and no patient complications were reported. However, over the past year, the patient reports having generalized symptoms that were unexplained and an allergist needed to perform metal testing for allergies. The symptoms included: impaired wound healing, tmj- returned after 25 years, unexplained dental problems, chronic fatigue. An MRI of c-spine was performed in april 2014 noting no issues- but the patient does have some pain occasionally in the neck. The patient's surgeon did not see any concerns post op with the plate. Post-op/ postprocedure diagnosis: herniated cervical disc with myelopathy. Findings: spondylosis.

Manufacturer narrative:
(B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.